Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the wrench had difficulty engaging the set screw. The implantable pulse generator (ipg) exhibited no pacing and it was suspected that the "set screw never turned back or part of the grommet got stuck in the mechanism." The ipg was not used and a replacement device was used instead. No patient complications have been reported as a result of this event.